Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a critical pump error. The customer¿s blood glucose was 38 mg/dl at the time of incident. Customer stated that the insulin pump alarmed critical pump error before it turned off. Customer stated that the insulin pump did not turn on even after multiple battery changes. Customer had a low blood glucose of 38 mg/dl at and 30 mg/dl at the time of call. No low blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.